Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges loosening of cup and stem. Updated associated contacts, added revision hospital. Added cup (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges constant pain. After review of medical records for MDR reportability, it was reported that the patient was revised to address loosening. Revision notes reported the srom sleeve had no ingrowth and the femoral stem therefore was moving within in bone, causing the patient pain. It was also reported that the patient was found to be slightly short on the right side, consistent with subsidence and loosening.